Event description:
New information indicated that the lead was explanted with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 15.8-16.0cm from the lead tip. Internal insulation abrasion was found at 8.9- 10.8cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 3.8-6.0cm from the lead tip. Inter- nal insulation abrasion under the svc shock coil was noted at 25.2-25.4cm from the lead tip. The etfe coating was intact. Internal abrasion under the svc shock coil was noted at 17.3-17.4cm from the lead tip. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow up, externalized conductors were seen under fluoroscopy. Decreased r-wave was noted. The lead will be replaced.